Event description:
The epg (external pulse generator) was returned to the manufacturer for trade-in. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the epg (external pulse generator) failed incoming testing due to interconnect flex intermittent operation. The upper case was also noted to be dented and the lower case broken. (B)(4).